Event description:
It was reported that "on (B)(6) 2024, after few hours of use, 2 arterial catheters became non-functional (difficult sampling, no possible blood pressure reading). This led to the device being removed and replaced with a new one." No patient harm reported. Patient condition unknown at the time of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The customer provided two images for analysis. The first image pictures an sac catheter and the second image pictures the product li dstock/packaging of the kit. The customer also returned one arterial catheter and product lidstock/packaging for analysis. Signs of use in the form of biological material were observed within the catheter extrusion and extension line. The slide clamp was additionally activated on the extension line. The slide clamp was opened from the extension line. Visual inspection of the extension line revealed that the slide clamp had left an indent, indicating that the slide clamp was activated for sustained periods of time. The total length of the catheter body measured 84mm, which is not within the specifications of 122-126 mm per catheter graphic. The outer diameter of the catheter body measured 1.085mm, which is not within the specifications of 1.24-1.30 mm per catheter graphic. Based on the discrepancy between the reported catheter and returned catheter, the customer either returned the incorrect catheter or reported the incorrect material number as part of this complaint investigation. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "precaution: it is recommended to check patency of catheter at least every three hours by delivering a bolus of isotonic saline. It is recommended to use heparinised isotonic saline." The catheter was flushed with a lab inventory syringe and a blockage was identified. A long pin gauge was inserted into the catheter to remove the blockage, and large amounts of biological material were observed. Once removed, the catheter was able to flush as intended. The biological material and activated slide clamp may have contributed to the loss of monitoring capabilities. At this time, a device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "warning: care should be exercised that the indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of the material, leading to possible separation of catheter. Precaution: do not suture directly to outside diameter of catheter body to minimize the risk of damaging the catheter or adversely affecting monitoring capabilities." The customer report of a faulty arterial catheter was not able to be confirmed by the complaint investigation of the returned sample. The catheter was returned with the slide clamp activated and functional testing revealed a blockage within the catheter, both of which may contribute to the loss of monitoring capabilities. However, based on the discrepancy between the returned catheter and reported finished good, the potential root cause cannot be determined at this time. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "on (B)(6) 2024, after few hours of use, 2 arterial catheters became non-functional (difficult sampling, no possible blood pressure reading). This led to the device being removed and replaced with a new one." No patient harm reported. Patient condition unknown at the time of this report.